Manufacturer narrative:
The field service engineer (fse) observed the wash buffer foaming as it entered the wash pump. The fse replaced the wash pump, but the issue remained. The fse then replaced the rotor, stator, and seal on the precision valve and resolved the issue. System check and quality control were within specifications following instrument service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the rotor, stator, and seal on the precision valve, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported the system posted wash valve pump motion error message involving the access 2 immunoassay system. The customer stated quality control (qc) recovered within range on the morning of the event. The customer noted one sample produced an elevated troponin I result. The customer retested all patient samples, analyzed on the day of the system error, and noted all samples generated reproducible results except one. An initial troponin I result of 0.75 ng/ml was obtained. The sample was retested on an alternate access 2 system and produced a lower result of 0.40 ng/ml, within the risk stratification range. The customer stated the initial result was released out of the laboratory, and an amended report was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a sodium heparin plasma tube and stored at room temperature up to two hours prior to analysis. Quality control (qc) is performed daily for all three levels. The customer discontinued use of the instrument, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.